Event description:
It was reported that during the procedure, while advancing a 300cm ht command es guide wire past a heavily calcified lesion in the proximal through distal superficial femoral artery, resistance was felt against the lesion; the guide wire was torqued with force and it was angiographically noted that the distal end of the guide wire separated in the vessel and the distal piece appeared to be curled. The proximal part of the guide wire was withdrawn without issue and the distal piece was successfully snared. A spartacore guide was used in successfully completing the procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wires for percutaneous transluminal angioplasty (pta) instructions for use states: if resistance is observed at any time, determined the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Additional treatment was used to snare the separated portion of the guide wire, further damaging the tip. Based on the reviewed information, no product deficiency was identified.